Event description:
The customer reported the bending rubber of the subject device was perforated. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that foreign material was adhered to the insertion tube. This report is being submitted for the malfunction found during device evaluation (foreign material in insertion tube). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing of the returned device, the foreign material could not be identified. The reported issue (perforated bending rubber) was confirmed and found to be caused by external factors. It was observed that there was a leakage due to holes in the bending rubber. In addition, service found there was a leakage due to holes in the insertion tube, the insertion tube was wrinkled, angle malfunction, there was rattling at the connection between the bending tube and the tip due to broken bending tube, and the rubber cover of the forceps plug mouthpiece was floating. Scratches were observed on the insertion tube, and the universal cord due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed by the user facility, but the foreign material could not be further identified. It was not possible to determine why the material remained in the device, and it was not possible to further determine if the instructions for use were followed. It was speculated that physical damage to the device could have contributed to the cause. Olympus will continue to monitor field performance for this device.